Event description:
It was reported that the patient initially presented in clinic with varying impedance measurements and decreased r-wave. Several non-sustained vt episodes with noise were observed. The noise was reproduced with isometric testing. During revision, the lead pulled out when it was tugged. The lead was reconnected and the setscrew was tightened appropriately. No further electrical anomalies were detected. Patient is doing well and will continue to be monitored with routine follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).